Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent button alarms. The customer's blood glucose (bg) level was 450 mg/dl, the customer administered a manual injection and delivered a correction bolus via the pump. Tandem technical support educated the customer to keep items from pressing the button. The customer acknowledged and reportedly knew the cause of the alarm.